Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported receiving a scale reading error while in dwell 4 of 5. The patient stated this has been occurring throughout the night and that the heater bag is laying flat on the heater tray and nothing else is touching the tray. The patient also reported feeling dizzy. Upon follow up with the patient's nurse, it was reported the patient has an issue with blood pressure as it has been fluctuating for the past few months. The nurse stated that the patient has not been taking a proper diet and inadequate fluid intake which were said to be a major contributing factor in blood pressure fluctuation. The patient has a history of hypertension but the physician discontinued the medication since the patient started having trouble with blood pressure. Per nurse, the event of feeling dizzy was actually blood pressure fluctuation and it is unrelated to peritoneal dialysis therapy. The nurse stated that this was an ongoing issue for the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving a scale reading error while in dwell 4 of 5. The patient stated this has been occurring throughout the night and that the heater bag is laying flat on the heater tray and nothing else is touching the tray. The patient also reported feeling dizzy. Upon follow up with the patient's nurse, it was reported the patient has an issue with blood pressure as it has been fluctuating for the past few months. The nurse stated that the patient has not been taking a proper diet and inadequate fluid intake which were said to be a major contributing factor in blood pressure fluctuation. The patient has a history of hypertension but the physician discontinued the medication since the patient started having trouble with blood pressure. Per nurse, the event of feeling dizzy was actually blood pressure fluctuation and it is unrelated to peritoneal dialysis therapy. The nurse stated that this was an ongoing issue for the patient.